Manufacturer narrative:
A review of similar complaint notes this to be a known issue and the cause is associated with the female connector on the cart e-panel. CAPA- (B)(4) was initiated to correct the issue.a review of the device history record (DHR) is not required as the subject part is a supplied item. A review of nonconforming report show no report that would relate to the reported issue.the risk associated with the reported issue is noted in:risk document number: 105-000345-00 rev. K, dfmea tower, platform 2.0,risk ID: fmea-5030 to fmea-5060. No action is required based on risk acceptance. The incident will continue to be tracked in regular trend review meetings.

Event description:
It was reported that the patient underwent a monarch bronchoscopy procedure. During that procedure the monarch system reported having fault 804-47-1-1 (pdu e-stop error). The program development manager power cycled the system and reported that the cart was not producing the initialization clicks before the fault produced. The customer powered down the system and reviewed the pins inside the umbilical cable connector as discovered one pin was recessed in the umbilical cable connector. A physical examination of the cable assembly showed no damages. A visual examination of the cable connector did confirm multiple pins were recessed. The procedure was canceled that day and completed 2-days later successfully